Manufacturer narrative:
(B)(4). The device has been received by the manufacturer, however the investigation of said device is still in progress at the time of this report. A follow up report will be submitted at the conclusion of the device investigation.

Event description:
Customer complaint alleges that during the procedure, a leak was detected and a crack was found at the beginning of the connector. The customer reported a desaturation occurred at the time of the leak. It was reported there was no injury to the patient. No medical intervention was reported. There was a delay in the procedure reported. The device was replaced. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a crack in the tube. A 100% visual inspection and leak testing is conducted at the manufacturing facility; therefore, any defects would be detected prior to release. The defect was found during use and it is possible that the crack may have been caused by mishandling during usage, although this could not be confirmed. The instructions for use (IFU) mentions that this product must be stored in a cool and dry place protected from light and ozone. In addition, the product must not be used with flammable anesthetics. The IFU also mentions to check the system for leakages. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges that during the procedure a leak was detected and a crack was found at the beginning of the connector. The customer reported a desaturation occurred at the time of the leak. It was reported there was no injury to the patient. No medical intervention was reported. There was a delay in the procedure reported. The device was replaced. The patient condition was reported as "fine".